Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1767, awareness date 21-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2012. Consumer got essure in (B)(6) 2012 and stated that it was the worse day of her life. From that day on she started having bladder problems, constant severe pain, and constant bleeding. In (B)(6) of 2014 she finally had a hysterectomy to get essure out of her. Product technical complaint (ptc) investigation result received on 12-nov-2015: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. A review of similar cases is not applicable as no batch number was reported. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment this non-medically confirmed, spontaneous case report refers to a female consumer who had constant severe pain and constant bleeding (regarded as genital bleeding) after essure (fallopian tube occlusion insert) insertion. She was submitted to a hysterectomy (19 months after device placement) to remove essure. These events are listed according to essure's reference safety information. After essure insertion, abnormal genital bleeding, menses pattern changes and abdominal, pelvic and uncharacterized pain may occur. In this case, limited information was provided. Nevertheless; given events nature causality with the suspect insert cannot be excluded. In addition, the non-serious event bladder problems was reported. This case was regarded as incident, since device removal was required (hysterectomy performed). The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.